Event description:
The following information was reported: the doctor who was being trained on (B)(4) 2015 on deploying the mynxgrip device was doing everything well. The puncture site was closed and dry. The doctor applied a slight pressure bandage. The patient was taken to the infirmary in the hospital. After 30-40 minutes, the patient bled from the puncture site and a hematoma was noted. The nurse was called. The patient was sent to surgery where an aneurysma as big as a cantaloupe was noted. The patient was hospitalized and discharged on (B)(6) 2015. The patient was noted to be doing fine. Physician's opinion: after the surgery, the surgeon noted that the event was closure related. There was minimal sealant in the arteriotomy. Procedure: intervention sheath: 6f terumo. Additional information: the hematoma was resolved with the surgery.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1502102) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).